Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced sustained hyperglycemia after placing a new steel-needle infusion site, with no visible kinks, bends, or leakage, and insulin flow verified through the tubing; after guided site change and resumption of insulin delivery, glucose began trending downward, though hyperglycemia persisted later when the patient consumed a glucerna without announcing a meal and declined another site change. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no medical intervention, and no use of backup therapy. Investigation included complaint handling and troubleshooting with user education. Investigation of this case revealed no device alarms and an unclear cause of hyperglycemia. It was concluded that the event was user-reported hyperglycemia with cause unclear, with corrective coaching provided and glucose trending down after intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.